Manufacturer narrative:
E1: patient city: (B)(6). Patient country: argentina.

Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that the patient experienced an event of infusion set tubing detachment on (B)(6) 2025. The location of infusion set was abdomen. The infusion set was in use for few minutes. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008696, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008696 was manufactured according to the work instruction (wi) version 80 and packaging in the multivac 12, on 16/aug/2024, with a total of (B)(4) units. The sub-assembly, of the lot 4h00566 was manufactured according to the (wi) version 27 and manufactured in the quickset line, on 16/aug/2024, with a total of (B)(4) units. The sub-assembly, of the lot 4h00567 was manufactured according to the (wi) version 27 and manufactured in the quickset line, on 16/aug/2024, with a total of (B)(4) units. The sub-assembly, of the lot 4h00566 was manufactured according to the (wi) version 27 and manufactured in the quickset line, on 17/aug/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that a non-conformance (nc) 1971246 was opened for 2d code issues during the printing process and further product disposition were required. Conclusion summary of complaint investigation: as a result of the following: one non-conformance (nc) raised during production unrelated to complaint code, therefore, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.